Manufacturer narrative:
Additional information was provided in device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. Product evaluation: the iol was returned with solution and areas of optic damage. The edge was split/cut through the central optic zone. A dimensional inspection was conducted using an approved template. The lens dimensions met specifications per the approved template. The customer indicated the use of an approved cartridge and handpiece. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint of edges flared out, did not sit right, rubbed on iris. The lens dimensions are acceptable (plan view) using an approved template. The returned lens optic surface and edge was damaged. The edge of the lens was cut into the center of the optic, and this damage is similar to damage that can be created when removing an iol from the eye. We are unable to confirm if the qualified viscoelastic was used with the lens/cartridge combination. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was blurry/scratched and was "exchanged". Additional information was provided by the initial reporter that the lens was exchanged in a second procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by a scrub technician that the lens edges flared out, did not sit right in the eye, and rubbed on the iris. The patient experienced blurred vision.